Event description:
The pt received a vagal nerve stimulator 2.5 years ago. The device was now "misfiring", causing pain, and it couldn't be turned off. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).